Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Intended use is for symptomatic patients. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 5 false positive flu b results on asymptomatic patients. Customer states that upon repeat testing using the same equipment and components the patients tested negative. Report 1 of 5.